Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our file service engineer. It was reported that the ventilator generated an alarm indicating a minute volume low. The reported problem was solved by resenting the expiratory cassette. Expiratory cassette is measuring only and will not affect ventilation. The received logs confirmed the reported problem at the event date. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated an alarm indicating a minute volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).